Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the scanner was unable to scan. A field service engineer replaced the usb cable to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system had a scanner was unable to scan. The customer reported that user had to stop several times to allow nursing to get meds. There were no adverse events or injuries reported based on this event.